Event description:
An ultraflex tracheobronchial stent was used during a tracheal stent placement procedure (patient age, gender, and weight unknown) in late 2007. According to the complainant, "the catheter was advanced through the lesion without resistance. When [the physician] tried to release [the stent], the suture got stuck [after partial] deployment and the suture [broke]. Therefore, the stent was removed with the stent delivery system...[the] procedure was successfully completed [with another ultraflex tracheobronchial stent]." The pt's condition was reported as "good" following the procedure.

Manufacturer narrative:
The device has been returned, but an evaluation is not complete; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A search of the complaint database revealed no additional complaints recorded for this lot. The december 2007 15-month ultraflex tracheobronchial stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.